Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data, it was identified that a group of six implantable cardioverter defibrillator (ICD) devices exhibited episodes of inappropriate shocks due to double counting on the right ventricular channel. No other information was provided. No further adverse patient effects were reported.